Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients lead had high impedances. As result surgical intervention was undertaken on (B)(6) 2025 wherein the tails of the lead were disconnected and reconnect to the ipg. Therapy was restored.